Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. This patient had lesions in his left common iliac and left external iliac arteries. These multiple lesions were 2mm in diameter and 60mm long. A 9mm by 61mm wallstent was implanted in the left common iliac and left external iliac arteries. The procedure was technically successful and no procedure related complications were reported. At discharge, there was less than or equal to 30% residual stenosis. The procedure was rated as a hemodynamic and clinical success. For the 12-month follow-up visit was (date not provided) it is documented that the patient died in (B)(6) of 2007.